Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, a curved opening on the posterior and creases fold. A visual and microscopic analysis was performed which identified a striated puncture on the posterior, non-penetrating nicks and wear/abrasion. Based on the device analysis the final assessment is: a striated puncture on the posterior assessed as surgical damage-like, consistent in the use of some surgical tool. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.